Manufacturer narrative:
The ge representative conducted an onsite investigation. The service representative determined that the customer removed the dose setting. The service representative was unable to restore calibration settings. The system is operating as intended.

Event description:
The customer reported that the dose parameters would not display on the monitor of the 7900 system. No pt injury was reported.